Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon opening the hemopro 2 package, it was observed that the plastic tray was empty and partially sealed; the outside box was intact. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. This review confirmed that all product and packaging components staged for this lot were accounted for. (B)(4).